Event description:
Patient in or for image-guided f.e.e.s. Functional endoscopic sinus surgery-for nasal mass; procedure could not be completed as booked due to malfunction with the brain-lab system. There was no harm to the patient who was discharged later the same day.